Event description:
It was reported that the patient had developed a postoperative infection after undergoning a spinal surgery at l2-l5. No additional information is available at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.